Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the logs for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the sureform 45 stapler instrument was installed on the system 4 times and fired 0 reloads. The first install of this instrument does not show in the logs, but the stapler instrument successfully engaged. Based on the tool table for this procedure, no reload was fired. On the 2nd install attempt, the stapler failed to engage with the system. On install 3, the stapler instrument successfully engaged, however no clamping or firing was attempted. The instrument was removed and re-installed a 4th time. The stapler instrument successfully engaged, however no clamping or firing was attempted per the logs. There were no additional errors related to this stapler. This complaint is being reported due to the following conclusion: during a da vinci-assisted distal gastrectomy procedure, duodenal tissue was inadvertently perforated 2 times while the surgeon was using a sureform 45 stapler instrument. The first bowel perforation was repaired with a suture tie. After the second bowel perforation occurred, the surgeon made the clinical decision to convert to open surgery to repair the injury.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the tip of the sureform 45 stapler instrument unintentionally perforated duodenal tissue. The issue occurred during the residual gastroduodenal anastomosis. The patient was noted to have a narrow duodenum and the surgeon was unsure of how much force to use. After breaking through the duodenal tissue, the surgeon repaired the tear with a suture tie. The anastomosis was attempted a second time but the surgeon inadvertently moved the sureform 45 stapler instrument too much, causing it to break through the duodenal tissue again. The surgeon made the clinical decision to convert to open surgery to repair the bowel injury. The surgeon does not believe that the sureform 45 stapler instrument caused the issue. There is no report that a malfunction of a da vinci device occurred. The patient¿s current status is unknown.